Manufacturer narrative:
Additional information was received: the aortic annulus area measured 633-636 mm2 by CT, with moderate-severe bulky calcification. Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the central leak cannot be determined. However, the physicians felt that the cause of the aortic insufficiency was related to the native valve rcc perforation and subsequent hematoma. There was no allegation or indication that the event was related to a manufacturing defect. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). Investigation of this event is ongoing.

Event description:
During a transfemoral tavr procedure, post deployment the 29mm sapien (s3) valve had wide open aortic insufficiency (ai). Patient was scheduled for implantation of a 29mm sapien s3 valve. There was a significant amount of calcium on the aortic valve that was noted on the CT scan during the pre- brief. A 23mm x 4cm bav was used to pre-dilate the valve. Pre-dilation was performed with a satisfactory result. A 29mm sapien s3 valve prepped with nominal volume and was inserted into the patient and brought up over the aortic arch and across the aortic valve with no issue. The s3 valve was deployed with no issues noted. After the valve was implanted, the patient was assessed under tee. It was noted that a large hematoma was developing and the patients sats were dropping. The decision was made to put the patient on by-pass and perform an open surgical procedure. It was discovered that there was a perforation in the right coronary cusp (rcc) due to calcium. Assessing the angiogram of the deployment, it was possible to see a chunk of calcium and where it pierces the rcc. The hematoma was the result of the calcium perforating the wall of the right coronary cusp. The s3 valve had wide open aortic insufficiency. The physicians felt that the cause the ai was related to the native valve rcc perforation and subsequent hematoma. A surgical valve was implanted. Per the latest report the patient was in stable condition and doing well.